Manufacturer narrative:
The t:slim x2 user guide states: do not use any other insulin with your pump other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the pump. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that air bubbles were observed to be within the infusion set tubing. Reportedly, the customer uses apdira within their cartridge. A supply change was performed resolving the issues. Blood glucose level was 400mg/dl. Tandem technical support educated the customer in priming the tubing in order to remove air bubbles.